Event description:
It was reported that after the procedure, which occurred in 2005, the pt experienced hypotension. This required the use of intravenous pressors (neo-synephrine drip). Two days later, the pt condition improved and the pt was discharged to home the following day. The hypotension resulted in prolonged hospitalization.